Event description:
The MFR received info alleging a ventilator was alarming. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The ventilator's oxygen blender board and interface board were replaced to address this issue.